Event description:
Related manufacturer reference number: 2017865-2022-06635. It was reported that the patient presented in clinic. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The physician alleged that the rv lead was dislodged. The atrial lead also exhibited high capture threshold. During the explant procedure, the atrial lead helix was failing to retract and extend. Both the atrial and rv leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were helix mechanism issues and high capture threshold. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with dried blood and over-torque of the inner coil. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead found no anomalies except for procedural damage.

Manufacturer narrative:
Correction: h6.